Manufacturer narrative:
Additional information received, as per the physician the cause of the event is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used along with three non-mdt stent grafts in the endovascular treatment of a maximum diameter 49mm abdominal aortic aneurysm. During the index procedure 4 endoanchors were implanted to the proximal neck due to a concern for late failure. It was reported that two years and three months later, one endoanchor at the posterior wall was no longer in place. It was reported that the patient did not have any adverse events as a result and no action has been taken. No cause of the event has been reported. No additional clinical sequelae were provided and the patient will be monitored.